Event description:
During an interventional radiology procedure, a glidewire fractured while in the patient and became lodged in an artery supplying the liver. We were able to successfully snare the wire out of the patient and she did fine with the removal. The md comments: unsure how this happened, the wire may have dried out, the part on the towel and during the insertion process may have stuck and torques the wire enough to break it off.